Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps. Ultimately, the customer successfully completed a bolus after loading a new cartridge. The customer was advised to replace supplies as needed and continue insulin therapy.